Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the device cover tray was bent. The event occurred during cleaning/reprocessing. There was no patient involvement. No adverse events have been reported as a result of the malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2019, it was reported that the device¿s cover tray was bent. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned an autoclave case and ratchet handle, for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was september 22, 2015 where it was reported that the device had a bent comb and the damaged side plates, comb, roller and roller gear were replaced. This is not a related issue. Product review of the skin graft mesher on march 25, 2019 revealed that the pre-test calibration and test cut could not be performed due to the bent comb. The roller and roller gear had some visible damage as well. Repair of the skin graft mesher was performed by zimmer biomet surgical on march 25, 2019 which included replacement of the side plates, bushings, roller, comb and roller gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the comb was bent. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the comb was bent. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.